Event description:
The customer reported that during thawing of a cryomacs freezing bag 250 (cfb), the cfb broke completely. The customer stated that they were able to transplant the patient with sufficient cellular material and that they are awaiting engraftment. Therefore, any risk for the patient could be ruled out at this time point.